Event description:
During initial implant of maestro rechargeable system, high initial impedance measurements were obtained (765, >65,999, >65,999 ohm). The physician attempted to resolve this by re-inserting the lead connectors in the header of the rechargeable neuroregulator (rnr). The error code "unintended shutdown" was then encountered, losing communication with the rechargeable neuroregulator. Communication could not be re-established with the rnr. After confirming that the issue was not related to external equipment, the rnr was replaced during the same procedure. The procedure was completed successfully with no impact to the patient.